Event description:
During ptca, physician attempted to remove balloon from coronary artery. The balloon would not slide freely over coronary ptca wire. Balloon wire removed together after removal, the wire was noted to be frayed.